Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient started treatment with intraperitoneal ceftriaxon (2g daily) and intraperitoneal gentamycin (80mg daily) for bacterial peritonitis. Fourteen days after the event onset, the ceftriaxon and gentamycin treatments were completed. That same day, the patient was deemed recovered and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a change in caregivers.the peritonitis was manifested by abdominal pain and cloudy effluent. On the same day of onset, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.